Manufacturer narrative:
(B)(4). Batch #: t94x4u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hpblue device was received with the 6-32 stud damaged and not broken. Due to the condition of the device returned the event reported is confirmed. No functional testing could be performed due to the device could not be attached to the test instrument. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is possible that the stud got damaged as a result of dropping it. Please reference the instruction for use for more information. The damaged stud contributed to the assembly issue when trying to attach the instrument to the handpiece. It is probable that the ingress of moisture affected handpiece functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the harmonic blue handpiece cord threads were damaged, unable to attach the focus. There were no patient consequences.